Event description:
The customer alleged a manufacturer everest & jennings wheelchair, serial number (B)(6) with reduced brake force. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).